Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that: "dr removed cup/liner head. Replaced triatanium 54mm revision cup, 36mm 0 (degree) x3 liner and a 36 and 10 metal head."